Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic phacoemulsification (phaco) tip and ophthalmic viscoelastic were involved in a procedure, the phaco tip was clogged and a milky white solution came out of the tip. Additional information has been requested none received till date.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).